Manufacturer narrative:
The product is not expected to be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead exhibited no capture and high out of range pacing impedance measurements. An invasive procedure was performed. The lead was surgically capped and abandoned and a new lv lead was implanted. No additional adverse patient effects were reported.